Manufacturer narrative:
Calibration and qc was within established specifications.no service was generated or requested.the customer replaced the glucose electrode; however, root cause remains unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining three (3) erroneously low and one (1) erroneously high glucose (glucm) patient samples that were generated by the synchron lx20 pro chemistry analyzer when running in duplicate mode. The samples were repeated on an alternate instrument and produced results within normal range. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.